Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity drug eluting stent. There were no issues with position and device placement. Post use it was observed that the stent had been implanted post its use by date. The implanting physician commented that they were not concerned with the efficacy of the stent. The case was a normal pci procedure with normal results. No patient injury reported.